Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing for sars-cov-2 with bd sars-cov-2 reagents for bd max¿ system a false positive result was obtained. Sample was recollected the next day and retested with bd sars-cov-2 reagents for bd max¿ system and the result was negative. There was no additional report of patient impact. (B)(4) the following information was provided by the initial reporter: max 44500301 discrepant results customer reports two bd covid assay results for the same patient - (B)(6) 2021: n1 + n2 - rnase p +. (B)(6) 2021: n1 - n2 - rnase p +. Patient's physician asked to recollect and repeat the test as patient was asymptomatic. Bd max operator looked through the plot, and noticed that n1 CT score was 40. Sample was recollected the next day, and was neg.

Manufacturer narrative:
H6: investigation summary: the complaint investigation for discrepant results when using kit bd max sars-cov-2 reagents (ref. (B)(4)) lot 1039517 was performed by the review of the manufacturing records and the verification of complaints history. Customer complained about discrepant results from 2 tests of the same asymptomatic patient. First test came out n1 positive and the recollected sample gave negative for both cov2 targets (n1 and n2). Review of the manufacturing records of the bd max sars-cov-2 reagents indicated that the lot 1039517 was manufactured according to specifications and met performance requirements. No data was provided for the investigation. Discrepant results are frequently associated with sample contamination or low amount of target close to assay limit of detection or sample contamination. However, without data it was not possible to evaluate such hypotheses. Based on the limited available information, the cause of the customer issue remains unknown. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents lot 1039517. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd quality will continue to monitor for trends.

Event description:
It was reported while testing for sars-cov-2 with bd sars-cov-2 reagents for bd max¿ system a false positive result was obtained. Sample was recollected the next day and retested with bd sars-cov-2 reagents for bd max¿ system and the result was negative. There was no additional report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: (B)(4) discrepant results customer reports two bd covid assay results for the same patient - (B)(6) 2021: n1 +. N2 -. Rnase p +. (B)(6) 2021: n1 -. N2 -. Rnase p +. Patient's physician asked to recollect and repeat the test as patient was asymptomatic. Bd max operator looked through the plot, and noticed that n1 CT score was 40. Sample was recollected the next day, and was neg.